Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device did not work in the clockwise direction and the opposite direction was not strong enough. During service and evaluation, it was noted that the device control unit was not functioning and defective. It was also noted that the device failed pre-repair diagnostic tests for off/osc/on switch mode function, oscillation angle, the triggers and electronic control unit (ecu) function, switching function, compatibility between colibri/sbd and colibri ii/sbd ii, the function with epd-console, the power at the motor with test bench. It was not reported if there were any delays in the surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.